Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
An occlusion at the catheter tip was reported; the catheter was replaced (pump was also replaced and has been reported in MFR report # 3004209178-2014-00316). Patient symptoms reported were underdose symptoms, less than 50% therapy relief. Diagnostic tests included x-rays and aspiration, details not provided. Patient status was noted as alive without injury. Drug in the pump was morphine.